Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose has gone as high as 314 mg/dl. Customer advised they change out the complete set and reservoir constantly and are still having high blood glucose issues. Troubleshooting for the high blood glucose levels was performed. Customer advised that their sensor glucose one night was 40 mg/dl while his blood glucose was over 280 mg/dl. Customer advised they have also experienced where the blood glucose is over 300 mg/dl and the sensor glucose is 60 mg/dl. Customer advised he is having sensor glucose vs blood glucose issues and has given up on the insulin pump. Customer declined to do any troubleshooting and stated they do not have the sensor anymore because they have other things to do. Customer wanted to report these issues and refused to troubleshoot.